Event description:
The customer reported a leak from the ise (ion-selective electrode) tube line #13 on a unicel dxc 600i synchron access clinical system. The customer discovered the leak when performing maintenance on the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by trimming/cutting the end of ise (ion selective electrode) tube line #13 and reconnecting the line to resolve the issue. (B)(6).